Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) confirmed these episodes were terminated by the algorithm. No adverse patient effects were reported. This device remains in service. Additional information was received that this device exhibited atrial undersensing. Atrial intrinsic amplitude was noted to be out of range. Additionally, the right atrial automatic threshold (raat) test was noted to be in suspended mode due to low evoke response. The right atrial (ra) lead trend showed a recent decrease in intrinsic amplitude and rise in threshold measurements compared to implant values. Technical services (ts) recommended further atrial lead review. No adverse patient effects were reported. This device system remains in service.